Event description:
Pump #1: pump "locked-up" with "e6" error alarm. Received replacement. Pump #2: ongoing problem with piston rod not retracting or priming correctly. Received replacement. Pump #3: same problem as with pump #2. Usually able to clear alarms. Battery replacement also an issue. Used 4 batteries in one month. Received replacement pump.